Manufacturer narrative:
A user facility medwatch report (#4900240000-2022-8050) was received on (B)(6) 2022 reporting pack contaminated with a black hair inside the basin under the tab with the raytec. A supplier corrective action request (scar) was issued to the gauze supplier meixin medical suzhou, ltd. The sample has not been returned to deroyal for evaluation. However, a picture of the hair was provided. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Pack contaminated with a black hair inside the basin under the tab with the raytec.

Manufacturer narrative:
A picture of the gauze with the hair was received and evaluated. Root cause: the supplier meixin medical suzhou, ltd. Has determined that the worker may have tidied her cap in the work area and her hair may have fell off, or the worker didn't check the surface of her working clothes after changing, and her clothes may have attached with hair which may subsequently contaminate the product. The following corrective and preventive actions have taken place by the supplier meixin medical suzhou, ltd. Retrain the workers to wear their working clothes and caps in standard way. Whenever found, non-standard wearing shall be corrected in the changing room immediately. After changing, the workers should always check if any hair is attached to the surface of the working clothes. The workshop supervisor instructed to the workers the importance of correct wearing of working clothes to prevent hair contaminating the product. The workshop should paste the diagram for standard wearing for warning purpose. The following corrective actions have taken place by deroyal: added additional guidance to the manufacturing routing instructions to indicate that a previous complaint has been received and to fan out and pay close attention to the two banded packs of gauze. Production records were reviewed, and no issues were found. An inventory check of the gauze was made by deroyal, a total of 200 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.